Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383511 and lot number 4178991. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
It was reported that bd nexiva single port tubing separated from adapter. The following information was provided by the initial reporter: ¿event: 24g IV catheter was started in patient's left anticubital vein. When needle was retracted, the reflux valve end and clamp disconnected, leaving the technologist to blood spill and immediate removal of the IV. The patient had to be stuck again.¿ mon on (B)(6) 2025 8:55 am. The most significant negative outcome was the patient had to have a second needle stick. The tech was able to stop the bleeding by removing the IV and applying pressure. It took a few moments due to the unusual circumstance. The patient did not pass out or have clothing soiled with blood.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.